Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause was that the user connected the light source device in a state where the electric contact point of the scope connector was not dry enough or foreign matter (chemical liquid residue, dirt of sebum, dust, gauze spray, etc.) Was present. As stated in the instructions for use, as a preventive measure, " before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.".

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via phone. Technical support directed the user to wipe the scope pins off with alcohol, reseat the communication cable, ensure there was no dust and debris in the socket and to turn the video system center off prior to connecting/disconnecting the scopes.

Event description:
A user facility reported to olympus that the b30 error was generated with multiple scopes. The problem, as reported to olympus, occurred when setting up for the procedure. There was no patient injury or harm, associated with the problem, reported to olympus.